Event description:
It was reported that the system made clicking and buzzing sounds and would not complete boot up. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and cleaned and reseated cables and connectors. The system operates as intended.